Manufacturer narrative:
B3: event date is unknown. Device evaluation: one device was received. A physical inspection found the device in good condition. A review of the event history log found four instances of "cannot start pump." During the functional testing, the device failed to start when a known working cassette was attached. Customer reported issue was confirmed. The most probable cause was a defective latch lock optic flex sensor. The latch lock optic sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement and no patient harm/no adverse event reported.